Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their belt clip broke. Customer's blood glucose was 54 mg/dl at the time of the incident. The customer declined troubleshooting and did not mention how they treated for the low blood glucose. The insulin pump was not replaced or returned for analysis.